Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered a 10-unit bolus instead of a 1-unit bolus intended to be delivered. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.